Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video processor's front panel light-emitting diode was not working as the light was flickering. This was discovered during a diagnostic endoscopy procedure. This was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed, that the events occurred, due to a failure of the printed (zz) board and a failure in the printed (dp) board. Olympus will continue to monitor field performance for this device.